Event description:
Customer alleged discrepant

Manufacturer narrative:
Additional concomitant medical therapy: lotrel 5/10mg 1x daily - 4 years; protonix 40mg/ 1x daily - 4 years; diovan - abolut 4 years 160mg/ 1x daily; metformin 500mg/ 2x daily - 1 year.